Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue. The patient's blood glucose has been running high ( 200 mg/dl and over 450, but less than 500 mg/dl) for the last two weeks no ketones or symptoms are reported.. The hcp did pump adjustments and the bg is still high.. Reporter did not want to do the troubleshooting with a nurse to see what was contributing to high bg's. The blood glucose excursion does not meet animas criteria for an adverse event. This complaint is being reported the an alleged history settings malfunction could lead to under or over delivery of insulin.